Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Fixos screw broke upon initial implantation. Broken portion of screw was retained in rt distal tibia.

Manufacturer narrative:
The reported event that headless compression screw fixos ø4.0mm / l46mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The device inspection revealed that the returned device is completely damaged and broken. The shaft is twisted and torn. The screw head and the threads are damaged. It is not possible to read the affected lot# since damages are too important. The deformation is clearly indicating a twisting force, most likely due to a too high torque during insertion. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on available information, no indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Fixos screw broke upon initial implantation. Broken portion of screw was retained in rt distal tibia.